Event description:
Inbound. One of prefilled remodulin cassettes unresolved with no disposable on first pump then when connected to backup pump in stop mode, started steady beeping. Patient is on tadalafil and remodulin. No further details provided.